Event description:
Patient reported right side "rash between breasts, clearly palpable capsular contracture (baker grade and side unknown), rippling, pain, palpable knots and device rupture (side unknown)." Distributor reported rupture was for contralateral side. The device has been explanted.

Manufacturer narrative:
Continued correction d6a implant date: (B)(6) 2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "clearly palpable capsular contracture (baker grade and side unknown)," and "device rupture".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, d6a, g2, h6.

Event description:
Patient additionally reported right side "device rupture, silicone leakage in surrounding tissue, capsular contracture with double capsular, no longer able to work for about 2 years, and repeatedly seriously ill due to the pollutants from the implant."

Event description:
Patient later reported seroma.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Affected side unknown.